Manufacturer narrative:
(B)(4) - use after expiration. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported kinked tip was unable to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for kinked from this lot. Additionally, it should be noted that the xience v everolimus eluting coronary stent system instructions for use states: note the product use by date. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that before use and while unpacking, the tip of a 2.5x15mm xience v rx stent delivery system (sds) was observed to be bent. There was no resistance noted while removing the protective sheath/stylet. The device was not used and there was no patient involvement. A same size xience v used to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.